Manufacturer narrative:
The device was examined by the MFR and the complaint that the heated humidifier had emitted smoke and an electrical burning odor was confirmed. A thermal void was found in the device's top and bottom enclosures. The damage to the enclosures was proximal to a thermally damaged portion of the device's printed circuit assembly (pca), in the location of the j3 connector to the humidifier heater-plate. The enclosure of the associated CPAP was not compromised and CPAP function was unaffected. The MFR completed the investigation of the failure mode of the j3 connector and concluded it is caused by high resistance heating between the heater-plate connector and the heater-plate wire harness. Engineering determined that the high resistance heating was attributable to corrosion of the connector's contact terminals due to fretting and/or intermittent electrical connection caused by insufficient spring forces on the wire-harness. Methods - historical review of affected complaint records: fretting is a combination of frictional wear and corrosion caused by small amplitude motion between the mating materials of the connector. (B)(4). The MFR was able to isolate the population of devices potentially mfg with the specific supplier's suspect connector and issued a voluntary field corrective action. The FDA was notified in july 2009 and philips respironics was issued recall number z-1260-2009.

Event description:
A durable medical equipment supplier (dme) reported that the heated humidifier had emitted smoke and an electrical burning odor. There was no report of injury or harm.